Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for system check one month post-implant. Upon review, implant site redness was noted. It was believed that the infection had not infiltrated the pocket. Oral antibiotics were prescribed. The source of the infection was not noted. During a follow up visit on (B)(6) 2018 the infection was resolved. The patient was stable throughout.